Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 0. The pump is out of warranty and customer is in the process of obtaining a new pump. Reportedly, customer is using a glucometer to manage bg levels. There was no reported adverse impact to the customer.